Event description:
It was reported that the device was used during a hemicolectomy. It was reported by the rep that the device would not fire when reloaded. The procedure was completed with another tlc55. The device was sterilized by the hosp before its return. There was no consequence to the pt.